Manufacturer narrative:
(B)(4) the remote monitor was returned to neuropace and is undergoing investigation.

Event description:
On (B)(6) 2026, the patient's mother reported that the patient's remote monitor ignited at approximately 9:40 pm on (B)(6) 2025. According to her account, the patient was interrogating his neurostimulator with the trm (sn (B)(6). During that time the mother reported the trm initially displayed its normal screen, but then started glowing orange, actively burning, and producing smoke. The mother reported that the patient had experienced a seizure prior to her noticing the fire. She immediately knocked the device away causing it to fall to the floor. At the time of the event, the trm was not connected to its power adapter. The patient sustained third-degree burns to his left palm and right fingertips, as well as a first-degree burn to his right arm above the elbow. He was evaluated and treated by his physician but did not require hospitalization.

Manufacturer narrative:
(B)(4). The remote monitor was returned and investigated by neuropace and an external engineering laboratory. Neuropace outsourced the investigation of the remote monitor to exponent, an engineering laboratory that provides expertise in medical device failure analysis and definitive, science-based answers, the work associated with investigation. Exponent determined that the cause of the battery thermal runaway event was likely to be major mechanical damage to the tablet housing caused by large external forces. The root cause of this mechanical damage remains unknown and was not reported by the patient; however, exemplar testing shows that the mechanical damage was not likely to be caused by thermal factors, was not consistent with a drop or throw event, and required a substantial amount of force to be applied to the tablet not consistent with reasonably foreseeable misuse. Additionally, and specifically, the battery thermal runaway event was very unlikely to have arisen spontaneously due to intrinsic battery failure or battery quality issues. The root cause of the burns to the patient was direct contact with the unit.

Event description:
Investigation results, refer to section h10 additional information: the thermal event resulted in the patient sustaining burns to their left palm, right fingertips, and right arm above the elbow. We noted a discrepancy in the information obtained relating to the patient. The FDA report submitted by the physician (mw5182362) reported the patient sustained superficial (first degree) burns. Npce was informed by the mother that the patient sustained third-degree burns to left palm and right fingertips and a first-degree burn to right arm above the elbow. The initial MDR reported by neuropace, included the information as reported by the mother (as third-degree burn to left palm and right fingertips and first-degree burn to right arm above the elbow). Original report on (B)(6) 2026, the patient's mother reported that the patient's remote monitor ignited at approximately 9:40 pm on (B)(6) 2025. According to her account, the patient was interrogating his neurostimulator with the trm (sn (B)(6)). During that time the mother reported the trm initially displayed its normal screen, but then started glowing orange, actively burning, and producing smoke. The mother reported that the patient had experienced a seizure prior to her noticing the fire. She immediately knocked the device away causing it to fall to the floor. At the time of the event, the trm was not connected to its power adapter. The patient sustained third-degree burns to his left palm and right fingertips, as well as a first-degree burn to his right arm above the elbow. He was evaluated and treated by his physician but did not require hospitalization.